Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was confirmed and replicated. Bench testing revealed that the ccc was bricked, confirming the fault occurred in the field. Upon visual inspection, no issues were found related to the reported event. The unit was installed onto a golden system where the communication failure was observed, replicating the reported event. As a result of these findings, failure analysis concluded that the bricked tegra was the root cause of the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, system was not completing its power up sequence and was getting a message stating 'system connecting please for da vinci'. Technical support engineer (tse) had customer hard cycle all components and message reappeared at start up. Tse then had customer check blue fiber leds and then move the blue fibers on the back of the vsc, message continued. Tse attempted to review logs but logs would not populate. The procedure was completed with no reported injury.